Event description:
It was reported that before the case started the physician was exercising the lead lobes and one lobe would not deploy. The lead was not used and a new lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the lead was stretched. The analyst also noted that the lead was returned stretched and without the deployment tool. There is not way to retest the lobes.